Event description:
It was reported that, the distal tip of the ultrathane ring biliary duct drainage catheter was detached while performing percutaneous transhepatic biliary drain (ptbd) on a 51- year-old male patient. The physician confirmed that the hub of the catheter was found to be detached upon opening of the package. So, the device was returned and another device was used. As reported, the patient did not experience any adverse effects or require any additional procedure due to this occurrence.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje e1- customer (person): postal code:(B)(6) , mobile: (B)(6). G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that, the distal tip of the ultrathane ring biliary duct drainage catheter was detached while performing percutaneous transhepatic biliary drain (ptbd) on a 51- year-old male patient. The physician confirmed that the hub of the catheter was found to be detached upon opening of the package. So, the device was returned, and another device was used. As reported, the patient did not experience any adverse effects or require any additional procedure due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The ultrathane ring biliary duct drainage catheter, was received in an opened and damaged condition. The hub was confirmed to have separated from the catheter, with evidence of material fraying around the edge of the flare. Additionally, the flexible stiffener was received removed from its inner packaging, having bends in the shaft at three locations. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Evidence gathered upon review of the dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. It is possible that the catheter shaft encountered negative force prior to use, but this was not reported. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.